Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause could not be determined, as the reported event does not specify a failure against the device. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required, as the reported event does not specify a failure against the device. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported by the health care professionals that the goal was not achieved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Multiple attempts were made to obtain additional information with no response received. However, this event is being reported in abundance of caution due to the nature of the device.¿

Event description:
It was reported by the health care professionals that the goal was not achieved.